Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 11/jul/2024. .

Event description:
It has been determined that this complaint is a duplicate of mrn 9617229-2024-16126. This record is no longer reportable to FDA and will be un-reported.

Event description:
Patient reported left side rupture confirmed with an ultrasound. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
It has been determined that this complaint is a duplicate of (B)(4)... This record is no longer reportable to FDA and will be un-reported.